Event description:
It was reported that the patient underwent a generator revision and the high impedance resolved. No other relevant information has been received by the manufacturer to date.

Event description:
It was reported that the patient felt a pop in her neck 6 weeks ago and presented with high impedance. X-rays did not reveal any abnormalities. It is believed that the pin might have disconnected and the generator might not be well seated. The patient is scheduled for a replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.